Event description:
Freestyle libre 3 reader would not result with glucose measurement. When placed to the sensor, the reader would count down from 1 minute and time out. This is the 3rd reader for the patient since (B)(6) 2025.